Manufacturer narrative:
The device is not available for evaluation. Patient and device identifiers were not provided. Iris damage is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
The surgeon reported that during an istent procedure and prior to stent implantation, the patient moved, forcing the surgeon to remove the device from the patient's eye. As a result, the stent caught the iris completely removing it. The patient was referred to a retinal specialist and the procedure was aborted. Additional information has been requested from the surgeon.

Manufacturer narrative:
Hyphema and vision loss are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
Clinical follow-up was requested and on (B)(6) 2017 the following details were provided by the surgeon. The stent caught and tore the iris 270 degrees. The damage is characterized as permanent (not trivial) with cosmetic damage that is bothersome to the patient. The event did not require medical or surgical intervention. One day postoperatively the patient was observed to have a hyphema greater than 2 mm. The event resulted in a loss of best corrected visual acuity compared to the baseline. Currently, the patient has no light perception with persistent hyphema. The adverse event is ongoing. Additional information will be requested.

Manufacturer narrative:
(Race): (B)(6). The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. (B)(4)

Event description:
Clinical follow-up was requested and on 08/24/2017 the surgeon provided the following additional event details. The iris tear did not require medical or surgical intervention. The postoperative hyphema resulted in permanent loss of bcva and was treated medically. It was reported that the patient had a history of stroke and was being treated with anticoagulant medications. The patient continues to have no light perception in the operative left eye. The event was reported as resolved.